Event description:
User alleges that had one event of a resuscitator face mask not being properly inflated and could not be sealed on the pt's face. Hosp audited inventory and found another three units, from this device lot number, with the mask deflated.